Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(6) 2013, inratio: 7.1, re-test: 3.6. No further info was provided.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013; 1st inr = 7.1; 2nd inr = 3.6; mean = 5.35; sd = 2.47; %cf = 46.3. Inratio meter results failed the criteria for precision with %cv greater than 20%. Since product is not expected to return, and lot number was not provided, further investigation was not required. Conclusion: analysis of the client's data repeat inratio testing revealed that the test result comparison did not meet precision criteria. Customer did not provide lot number or return product for investigation. Unable to perform further investigation without additional info. Root cause could not be determined from the info provided by the customer. No strip lot info was available. This issue will be subject to tracking and trending. Corrective action not required at this time.